Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The user removed the o-ring and successfully loaded a new cartridge. At the time of report, the user's blood glucose (bg) level was 308 mg/dl. However, the user reported a bg level of over 600 mg/dl earlier in the day. The user addressed bg elvel with a manual injection. Reportedly, the user declined troubleshooting for the elevated bg event.